Manufacturer narrative:
Toxo igg qc resulted within specification on (B)(4) 2010 and (B)(4) 2010. Patients' samples not available for customer product line support (cpls) to perform additional testing. Service was not dispatched no additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous reactive toxo igg results on two patients, which was generated by unicel dxi 800 accesss chemistry analyzer. The results were not reported out of the laboratory. The initial samples were repeated on the same unit the following results were obtained: patient one (1) a negative result was obtained patient two (2) a reactive result was obtained. A second sample was tested for patient two on the same unit (produced reactive result) and on an alternate method, which produced negative result. It is unknown if patient treatment was impacted by this event.